Event description:
It was reported that the stickers with serial numbers and model numbers from protecta devices that do not specify the name protecta or protecta xt. This is leading to a lot of confusion on patient identification cards and implant books for doctors and physiologist. Customer believes it is a safety issue as model numbers are so similar. This is a complaint about packaging labeling. The device status is not applicable for this event. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stickers with serial numbers and model numbers from protecta devices that do not specify the name protecta or protecta xt. This is leading to a lot of confusion on patient identification cards and implant books for doctors and physiologist. Customer believes it is a safety issue as model numbers are so similar. This is complaint about packaging labeling. The device status is not applicable for this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.